Event description:
Both the dexcom and abbott freestyle cgm advertise that by using their products a diabetic will no longer need to finger sticks to know our blood sugar. This is a lie and both the FDA and these companies know it. The dexcom training program in fact says not to use the cgm for treatment purposes under 3-4 situations, yet you permit both companies to advertise that by using their product I will no longer need to do finger sticks. Shame on you. You also allow food manufacturers to say something is sugar free as long as it doesn't have refined sugar but may in fact have more carbohydrates than something made will sugar and is therefore misleading to the general public and deadly for diabetics. Being a diabetic for 65 years, both issues have caused me harm.